Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter about 2 mm distal to the molded joint. A microscopic observation revealed the edges of the split to be rough and mostly straight with an uneven and granular surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redn3990 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had very difficult access. Numerous attempts were initially made to insert the PICC on the 17th of june. Eventually successfully inserted on the left side. On 7/16, the patient was 30 minutes into receiving caleyx chemotherapy when a patient's friend notified a staff member and asked them to observe the PICC due to appearance of blood. The chemo was stopped, the dressing removed and the PICC was flushed with glucose. Please note that securacath was used as the securement device. The PICC was removed and was fractured at 1cm above the 0cm mark. Attempts were made to insert a new PICC, however this was unsuccessful due to extremely difficult access. Patient referred back to the consultant to decide how to proceed with treatment and access.